Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 423 mg/dl. Customer reported their high blood glucose level up to 400 mg/dl. Customer reported that they treated with manual injection. Customer reported battery housing of the insulin pump was cracked. The insulin pump will be returned for analysis.